Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 6c19 that has a similar product distributed in the us, list number 6c19, 510k k210596.

Event description:
The customer observed a false positive architect toxo igg results generated on an alinity I processing module for a 39-year-old pregnant female patient who is being monitored. The following data was provided: sid (B)(6). 21feb2026 result = 0.2 iu/ml. 16mar2026 result = 0.5 iu/ml. 14apr2026 toxo igg result = 5.1 iu/ml, toxo igm result = 0.06 index, repeat results on (B)(6) 2026. Toxo igg = 4.97 iu/ml and 4.97 iu/ml, toxo igm = 0.06 index and 0.06 index . There was no impact to patient management.